Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion l4-5 using peek cages, rhbmp-2/acs and synthes posterior instrumentation. Small tears in the dura were repaired intraoperatively. The patient was discharged on pod 6. During the hospital course, the patient was diagnosed with adrenal insufficiency. Per the discharge notes, "postoperatively she had numbness in her right leg." At 118 days post-op, the patient presented with lumbar radiculopathy status post lumbar fusion. An MRI of the lumbar spine indicated "postoperative changes at l4-5. Interbody fusion appears grossly complete. A small amount of fluid is seen within the laminectomy defect without extradural deformity of the thecal sac. Normally enhancing postoperative fibrotic changes are seen at this level as well. Nonspecific inferior foraminal disc bulging is seen bilaterally at l4-5 without foraminal narrowing or compromise of either of the exiting l4 roots." At 120 days post-op, the patient presented with lumbar radiculopathy. A CT scan of the lumbar spine indicated "graft material within the disk space appears in its expected position at the l4-5 level. The facets have not fused at this level and the axial views confirm that the left facet screw appears to have loosened and pull back out of the facet remaining only in the superior facet. The right facet screw remains in place. No poster displacement of the graft material within the disk space is identified." At 248 days post-op, mris of the lumbar spine indicated "the lumbar vertebral bodies are normal in alignment" no discrete anterior thecal impingement is identified at the operative level or in the remainder of the lumbar spine. The postgadolinium enhanced portions of the exam shows no evidence of abnormal dural enhancement. There is some thickening of the cauda equina at the surgical region raising concern for possible arachnoid adhesions developing. At the disk space the devices appear in their expected position centered within the disk space. There appears to be artifact from facet screws identified bilaterally and no significant impingement to the neural foraminal region or to the spinal canal is identified." At 565 days post-op the patient underwent a right sacroiliac joint injection using fluoroscopic guidance. There were no noted complications. At 615 days post-op the patient presented for an office visit. Per the physician's notes, "she is having complaints of back pain with radicular pain into the hips and into the leg." She has, in particular, an MRI from (B)(6) 2010, demonstrating what appeared to be scar tissue within the canal and a fusion." At 619 days post-op the patient presented with low back pain with numbness in her feet. An MRI of the lumbar spine indicated "degenerative and postsurgical changes of the lumbar spine are most significant at the following levels: l4-l5: moderate disorganization of the nerve roots likely due to scarring. Remote discectomy, interbody fusion procedure, and posterior decompression with hardware artifact in the region of the posterior elements. Mild lateral recess and foraminal stenosis. Moderate facet hypertrophy. L5-s1: small left foraminal disc protrusion/herniation moderately narrows the left foramen and approaches the left l5 nerve root which is not displaced or deformed. Mild facet hypertrophy and right foraminal stenosis." At 624 days post-op an emg indicated "bilateral lower extremity peripheral neuropathy involving the peroneal, sural and tibial nerves. Emg of l4, l5 and s1 muscles did not reveal any findings to indicate acute radiculopathy." A bone scan indicated "mild increased uptake involving the lower lumbar spine" no other areas of abnormally increased osseous uptake are identified.' At 667 days post-op the patient presented with back pain. A CT scan of the lumbar spine indicated "l4-l5 postoperative change mild lumbar spondylosis." At 729 days post-op the patient presented with back and hip pain. Per the physician's notes, "she states that she has lost a little bit of control of her bladder since (B)(6) 2010" it seems to be stress incontinence, no associated weakness" multiple injections, but most recent being right sided si joint injections, which seem to help after approximately four days of pain" she has pain that radiates down the right leg" she has numbness in both of her feet, right foot is worse than her left." At 864 days post-op the patient presented with back and leg pain. Per the physician's notes, the patient "was discovered to have some sort of mass in her left side of her face. She is seeing an ent physician who is planning on doing a biopsy" and possibly excision to follow." Patient is to continue on her current medication regimen for pain.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a posterior lumbar interbody fusion at l4-5 where rhbmp-2/acs was placed directly over the patient's facet joints. And with a peek cage. Post-operatively, the patient developed increased chronic pain in her back, hips, and legs, and also developed numbness in her feet. Imaging studies showed that the patient had developed foraminal stenosis and uncontrolled bone growth or heterotopic ossification with neural compression at the site of implant. The patient also developed severe arachnoiditis. The patient's surgeon has reportedly advised that a revision surgery would be too dangerous for her health. The patient may need to have a dorsal column stimulator or intrathecal pain pump to alleviate the unrelenting pain that she suffered following the surgery. The patient now suffers from heterotopic ossification and arachnoiditis. The patient is in constant pain. She continues to suffer from extreme pain in her back, hips, and legs, due to the arachnoiditis and heterotopic bone growth. The patient is no longer able to participate in activities of daily living. She is only able to sit or walk for a limited amount of time. She must walk with a cane, and requires morphine ir (immediate release), as well as morphine ER (extended release), soma, neurontin to ameliorate her symptoms.

Manufacturer narrative:
(B)(6). (B)(4). Review of imaging studies found as follows: (B)(6) 2005 discogram lumbar l3, l4, l5. Good centralization of dye within nucleus at l3 and l5, degenerative changes with intra annular contrast anteriorly, laterally and posteriorly at l4. Naval ring artifact present on ap view overlying left l4 pedicle. (B)(6) 2005 post discogram CT shows same findings as above. Apparent annular leak is noted on the right posterolaterally at l4. This passes back to the surface of the annulus without frank spillage into the canal. (B)(6) 2009 lumbar MRI sagittal views show desiccation with collapse of l4 disc on t2. Modic ii changes seen superior anterior l5 body. Axial views show right hemi laminectomy at l4 without stenosis. Mild bulging of posterior annulus noted but without stenosis at l4. (B)(6) 2010 lumbar oblique right x-ray shows spacers, screws and circlage cable. No new information. (B)(6) 2010 ap and lateral lumbar x-rays show three interbody capstones, facet screws with the left side backed out slightly and a circlage cable around the l4 and l5 spinous processes. (B)(6) 2010 MRI shows interbody spacer at l4 with restoration of disc height. Metallic artifact is noted in posterior elements at l4/5. Axial t2 shows three parallel cages in good position; facet screws appear in satisfactory position. (B)(6) 2010 lumbar CT I nterbody fusion noted with three apparent capstone like spacers in a plif orientation. Facet screws show back out of the left screw out of the superior articular process, such that the point is in the joint. Circlage cable is noted at the base of the spinous processes of l4 and l5. (B)(6) 2010 cervical ap and lateral x-rays show fusion anteriorly between c4, 5 and c6 with residual kyphotic deformity. Fusion appears solid. No instrumentation is noted. (B)(6) 2010 MRI cervical sagittal t2 views show solid fusion between c4, c5 and c6 with residual kyphosis. No stenosis or cord compression is noted. Axial t2 shows mild posterior spurring at c4/5 but without cord compression. No cord anomalies. No posterior facet or posterior element fusion or congenital anomalies noted. (B)(6) 2010 MRI lumbar collapse of l4 disc height around spacers, without stenosis. Evidence of nerve root clumping consistent with arachnoiditis posterior to l4/5 disc. Edema noted throughout paraspinals and subcutaneous tissue in the region of l4/5 on short tau inversion recovery images. (B)(6) 2010 ap and lateral lumbar films show spacers and screws unchanged in position. No new information. Circlage cable remains intact. (B)(6) 2010 lateral x-rays show further migration of the left facet screw with some apparent rotation for the first time suggesting disengagement from the facet. Only lateral views are provided. (B)(6) 2010 ap, lateral and spot lateral l5/s1 lumbar and pelvic x-ray shows spacers, screws and cable without changes. Sacroiliac joints, and hips appear normal. (B)(6) 2011 ap and lateral lumbar x-rays show no changes from previous x-rays. Spacers remain in position, facet screws have moved no further, and circlage wire remains intact around the l4 and l5 spinous processes. (B)(6) 2011 lumbar MRI solid arthrodesis confirmed at l4/5. Arachnoiditis confirmed at same level. Facet fusion is hard to verify due to facet screw artifact.unknown date: ap, lateral and mortise view of ankle. No obvious misalignments. Films cannot be enlarged to get reasonable view, so no further interpretation is possible. (B)(6) 2012 cr lumbar ap, flexion/extension lateral lumbar x-rays show no movement through l4/5 level consistent with solid fusion. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.